Manufacturer narrative:
Zimvie complaint number (B)(4). D6b. If explanted, no. D9: device availability no remains implanted. D10. Concomitant medical products tsvb11, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm lot 63221178, tsv4b10, imp,tsv,4.1mm,sbm,10 lot 63253627, tsv4b8, imp,tsv,4.1mm,sbm,8 lot 63220766 h6: event problem codes ¿ patient code: 1690 abscess. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that 4 implant placed in 2016. Tooth location 13,16 and 24. All the implants started having issues at the same time. No explanation found on why. Ongoing allergic test performed + check up. Patient has a major memory issue and speech impairment since 6 months ago but doctor cannot find a relation to the implants. The doctor indicated peri implantitis as a cause of the event. One of the implants swallowed, the other 2 implants returned and other implant is still in patient's mouth but doctor believes that would be removed in the near soon. Abscess reported as a consequence of the event.